Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were intermittently responsive and the screen had been freezing. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. Observed damage to the keypad-the keypad cover is lifting and peeling on the edge next to the 'up' arrow button. Removed keypad cover to check condition of the button contacts and noted contamination present under the contacts of all buttons.